Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone #: (B)(6). The institutional biomedical engineer evaluated the device at the time when the issue was identified. It was detected that when attempting to transition the device from hft into standby mode for ventilator therapeutic setting adjustment, the device would not stop ventilation in order to enter standby mode. It was determined that the use of the f&p mr950 and 950a16 were creating additional pressure within the breathing circuit, and the device would not register that the patient was disconnected as required in order to enter standby mode. The customer was informed that the f&p products are currently not validated for use with the v60 ventilator. The use of unapproved circuits could have led to the issue of the device not transitioning from an hft to a standby mode or vice versa. Per the v60 user manual: to ensure the correct performance of the ventilator and the accuracy of patient data, use only philips-approved accessories with the ventilator.

Event description:
The customer reported to have recently upgraded multiple v60 ventilators from software version 2.3 to version 3.0 with high flow therapy (hft) enabled and indicated that one or more units would not go into a standby mode to allow the cessation of therapy or changes in therapy modes during ventilation following the software upgrade. It is currently unclear how many units experienced this failure, further clarification has been requested. The customer confirmed that they have used humidifier circuits (fisher and paykel [f&p] heated humidifier: mr950 and heated breathing circuit: 950a16). The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was a short delay in therapy as the staff worked to get the ventilator to enter standby mode, and then transition the patient from non-invasive ventilation to high flow therapy (hft) or vice versa. No medical intervention was reported.